Event description:
It was reported that the patient passed away. The cause of death was right ventricular failure (rvf) due to aspiration and hypoxia. The patient had aspiration leading to rvf and multisystem organ failure (msof). It was reported that the patient's outcome was not device or therapy related. The device would not be explanted. An autopsy would not be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Additionally, the reported no pump flow could not be confirmed as no log files were submitted for review. Although a specific cause for the event could not be conclusively determined through this evaluation, the account reported it was likely due to the right ventricle (rv) down, lack of left ventricle (lv) pre-load and suction. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including other neurologic events (not stroke-related), multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient choked on food/aspirated post-operatively and became unresponsive. This was believed to result in a hypoxic event and acute rv decompensation. There was no pump flow likely due to the rv being down, lack of pre-load and suction. Flows recovered during cardiopulmonary resuscitation. The patient had no neurological recovery after the event. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.